Event description:
It was reported that the mobile power unit was not working. The mobile power unit was exchanged and no further problems were noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit not working correctly was confirmed via product testing. The heartmate mobile power unit (serial #: (B)(6) was serviced at the abbott european distribution center (edc) and no log files were submitted for review. The system was attempted to be turned on; however, it was not able to power on. The power supply printed circuit board (pcb) was exchanged, and the unit was able to power on and function. The mpu was able to pass functional testing after the power supply pcb was replaced. The mpu was placed in the abbott rental pool after testing. The power supply pcb was forwarded to the abbott burlington product performance engineering (ppe) lab after testing. During further testing the heartmate mobile power unit power supply pcb was placed in a test mpu housing with a test patient cable for testing. When plugged in, the device was not able to power on. While inspecting the circuit board, it was observed that a fuse was damaged on the board. This component was removed, and a new fuse was placed onto the board. The mobile power unit was able to function with a mock loop after the fuse was exchanged. The root cause of the reported event was determined to be from a damaged fuse on the power supply pcb. The root cause of the damage to the fuse was unable to be determined. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.